Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was 68 mg/dl. Customer wanted to cancel the extended bolus to prevent bg level from going lower. Tandem technical support informed customer that once "stop insulin" was selected, all deliveries would stop. Upon resuming insulin, the bolus would not resume. Customer understood and did not require any further assistance.